Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent two different procedures to facilitate an abutment replacement. The first in (B)(6) 2011 (specific date not reported); however, the issue did not resolve. The patient had a second revision surgery to facilitate another abutment replacement. The implanted device remains.